Manufacturer narrative:
(B)(4).

Event description:
See also MFR report # 3004209178-2010-05927. It was reported that the pt was hospitalized and had both leads removed due to infection. The pt's ins and two extensions were not explanted. There was no info provided as to the date of onset of the infection or pt's symptoms. The pt was stated to be recuperating.